Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and rec'd a prescription from his health care provider to treat the condition.

Event description:
The customer's mother reported that her son experienced "an allergic reaction to the pod's adhesive." The site was described as "red, raised, rashy and very irritated." As a result, his health care provider was consulted who "prescribed some cream that has helped immensely." The pod will not be returned for evaluation.